Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 521 mg/dl. Customer administered a manual injection to address bg. The customer reverted to alternate therapy for diabetes management.